Event description:
Co received a notice of a pending lawsuit regarding a toruniquet cuff pressure monitor from a pt. The pt alleges that he suffered permanent damage to his left hand middle finger and left leg. Co is not informed of the instrument model number or serial number. Co has manufactured the following model numbers tcpm, tcpmii and tcpmiip. Co is unable to determine how the device was being used, the cause for the reported pt injury or confirmation that device was being used during this procedure. This info may not be available until this lawsuit is complete.